Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As initially reported by an eye care professional thru email, a consumer experienced a past bacterial corneal ulcer in the right eye associated with the reported complaint products. No information regarding medication and treatment modality was provided. The event resolved. No further information can be obtained.